Event description:
Patient also mentioned that they are getting their other device removed due to a recall and wanted to know what to do with their external equipment. Agent reviewed other implant would be a different department and could transfer over to them, but patient stated they needed to leave for an appointment and declined a transfer, patient will call back regarding other implant if needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.